Manufacturer narrative:
Follow-up #1: date of submission 11/18/2015 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: pump reboot events were observed in the black box on (B)(6) 2015. Cartridge compartment was damaged in the thread area. The battery compartment threads were damaged. Battery compartment cracks were observed in the thread area and below the grip pad. The pump was exercised with a test battery cap for 24 hours with no reboot, loss of power or call service alarms duplicated. The display screen was dim and discolored.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that the pump had no power. The reporter stated that the battery compartment had stripped threads. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.